Manufacturer narrative:
(B)(4). Batch # l92a8v. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh45 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. Once the transducer was removed no damaged was observed at the stud as reported. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. In addition no uses remaining was found. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure the hand piece was blocked in the harmonic and the gen11 didn't recognize the device. It was impossible to put out the hand piece of the harmonic. After several trials, the hand piece broke off, although a little piece remained stuck in the harmonic. No patient consequence.